Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4)was performed by a zoll service technician. The reported complaint of the console displayed "air trap alarm " multiple times was not confirmed during functional and on the analysis of the retrieved event log. No device malfunction was observed during the testing and the console worked as intended. Upon visual inspection no physical damage was observed. During the review of the event log, no errors or fault were observed thus not confirming the reported complaint. Functional testing was performed, and no issue was observed. The console passed all testing criteria and meets performance specifications.

Event description:
During ivtm therapy, the thermogard console (sn (B)(4) presented condensation and displayed "air trap alarm " multiple times and the alarm could not be cleared. Following this, the console was replaced and ivtm therapy was continued. No consequences or impact to patient.